Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they did not getting the insulin. The customer's blood glucose level was 283 mg/dl and 300 mg/dl. Customer was treated with insulin pump and manual injection. Customer declined troubleshooting. Customer was not using auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.